Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 and 5 was not detected on bus, user tried to reboot and recover the drawer, unplugged and plugined the power cable, opened the back panel and checked but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 and 5 was not detected on bus, user tried to reboot and recover the drawer, unplugged and plugined the power cable, opened the back panel and checked but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 5 and 6 failed following deployment of total firmware package on 1.4.4.2 and windows 10 devices. A technical support specialist (tss) found that after deploying total firmware package v1.0.5.10, devices that underwent a reboot experienced loss of compatibility between the med es application and first-generation full-height drawers, leading to access issues. The tss, med es development, and quality teams jointly investigated and validated a fix, resulting in two remediation workflows documented in knowledge article legacy full height drawer no longer accessible after applying firmware 1.8.2.12 one for devices that had already rebooted and one for yet to restart. Further the tss applied the appropriate intervention across all affected and at-risk units, resolving the issue by downgrading the firmware. The system functioned as intended after the technical support specialist troubleshot the device.